Event description:
It was reported that the patient had a syncopal or near syncopal event possibly due to right ventricular lead failure. It was further reported that the right atrial lead had low impedance due to a possible insulation failure. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found that the inner insulation was breached with metal ion oxidation. All conductors had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. All insulators had cosmetic metal ion oxidation.